Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used the bardia foley catheter. Reportedly, the patient experienced the "worst" infection in 7 years. The patient advised she would follow-up with her nurse practitioner to determine which catheters she needs. The patient was treated with antibiotics.

Event description:
It was reported that the patient used the bardia foley catheter. Reportedly, the patient experienced the "worst" infection in 7 years. The patient advised she would follow-up with her nurse practitioner to determine which catheters she needs. The patient was treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." Patient code: (B)(4). Correction: device evaluated by MFR.. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.